Event description:
I started using poli grip in about 1980 until, I discovered fixodent. Within five years I was experiencing numbness and tingling in my hands, feet, weakness in my neck, arms and hands. I went to the dr and he did a cat scan on my brain and found lesions. I was referred to a neurologist. He stated I definitely had nerve damage. He was pretty sure that I had ms. The spinal tap was negative so he wanted me to come back every six months for another spinal tap. At this time I was diagnosed with larynx cancer. So I haven't been back to the neurologist since. That was ten years ago. I've had acid reflux for 15 years now. Atrial fib, high blood pressure, urinary incontinence, unk problems with my skin. It just rolls off. Feels sandy and thick. When I go out into the sun it turns orange. I have no tolerance to the heat. My memory fails more every day. No energy whatsoever. My eyesight changes two weeks after getting new glasses. I've got hearing problems and pains in my ears off and on. I have a very hard time concentrating. My smell has changed dramatically. I smell things others can't smell and they smell things I can't. I gained 25lbs. I always had a problem eating. I also had very low vit d levels. I think they were 34 but were suppose to be 54. My levels are up now and I still have to take vit d. I stumble over my own feet, trip over my own feet. When I first stand up I have get my balance or I'll fall. Dose or amount: 2 tube, 1 tube; frequency: a week; po. Dates of use: 1985 - 2009. Diagnosis or reason for use: to secure my dentures.